Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that one day post-implant, high threshold measurements and decreased pacing impedance measurements were observed on the right ventricular (rv) lead. As the rv lead dislodged and hemathorax occurred, perforation was suspected. As a result, the rv lead was repositioned. No additional adverse patient effects were reported.